Event description:
Jackson pratt drainage tube appeared to have separated from the distal drain portion when removal wound attempted. Patient taken to operating room and wound reopened to remove retained portion.